Manufacturer narrative:
Retainer ring = missing. The device was returned for a critical pump error (open book image) alarm, moisture exposure, and cosmetic damage at the device case found on june 20, 2021. Allegation to high blood glucose noted. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the [electric boards/ force sensor/motor].¿successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error fatal alarm confirmed in the history files on june 20, 2021 at 17:01:00.000. Force sensor zero offset (within) specification (23.3mv). Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay peeling, serial number label missing, detached retainer ring, missing o-ring(reservoir tube), cracked case(battery tube), and cracked case-corner of belt clip rails. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm and pump error confirmed due to moisture damage at force sensor. Moisture exposure confirmed on the [electric boards / force sensor/motor].¿unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer were experienced high blood glucose event and insulin pump had critical pump error open book image alarm. Blood glucose value was 400 mg/dl. The customer stated critical pump error open book image alarm occurred while swimming. Customer stated there was crack in insulin pump case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.